Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 7171628, expiration date: 2022-07-31, manufacture date: 2017-06-20. Medical device lot #: 7207988, expiration date: 2022-07-31, manufacture date: 2017-07-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a bd safetyglide¿ syringe allergist tray with needle was bent backwards resulting in rubber stopper damage which could lead to leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #7207988. All inspections were performed per the applicable operations qc specifications. There were six notifications noted for spinners. There were four notifications noted that did not pertain to the complaint. A review of the device history record was completed for batch #7171628. All inspections were performed per the applicable operations qc specifications. There were three notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.